Event description:
It was observed that during the device evaluation, the subject device exhibited a socket malfunction and a dimming board malfunction. There was no patient involvement

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely that the malfunction was caused by a socket failure and a printed circuit board malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.